Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported during procedure, the helix was unable to extend. The physician extended the helix one time and testing showed poor sensing and threshold. After retracting the screw the doctor was unable to extend the helix again. The rv lead was exchanged and replaced. All parameters were stable and in range. The patient was stable before, during and after the procedure.